Manufacturer narrative:
Additional information: section d - expiration date; unique identifier (UDI). Section g - date received by manufacturer; type of report. Section h - device manufacture date; evaluation codes. The cls was not returned to saluda for analysis. The root cause of the impaired healing at the implant site of cls cannot be definitively determined; however, the patient¿s autoimmune disorders may have attributed to the reported event of impaired healing. The evoke scs system surgical guide states the following: ¿hematoma at surgery sites which may require surgery (including revision, explant, and replacement), as a result¿. The manufacturing records were reviewed, and the product met all requirements for release with no anomalies identified.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Event description:
A patient previously implanted with an evoke spinal cord stimulation (scs) system experienced impaired healing at the implantation site of their evoke closed loop stimulator (cls). It was reported that the patient has auto-immune disorders. A pocket revision was performed and a hematoma was removed. Following this revision, the patient reported discharge from the implantation site. As a result, a second revision procedure was performed to create a new pocket and replace the cls.